Manufacturer narrative:
The field service engineer found the sipper syringe housing was damaged and he replaced it. He performed precision testing and an assay performance check test. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable low total psa results from the cobas e411 rack analyzer. Sample 1 initial result was 0.886 ng/ml and the repeat result was 100ng/ml. The sample was repeated with a 1:10 dilution and the results were 1.45 ng/ml, 116.1 ng/ml, and 116.8 ng/ml. Sample 2 initial result was 0.12 ng/ml and the repeat result was 100ng/ml. The sample was repeated with a 1:10 dilution and the result was 109.40 ng/ml. Sample 3 initial result was 0.52 ng/ml and the repeat result was 3.31 ng/ml. Sample 4 initial result was 0.03 ng/ml and the repeat result was 5.60 ng/ml. The questionable results were reported outside of the laboratory. The reagent lot number was 64897303. The expiration date was requested but was not provided.